Manufacturer narrative:
The device was not returned for analysis; therefore, no visual or functional testing was able to be completed. With all the available information, boston scientific concludes that the reported complaint was not confirmed. Based on the information provided, cause not established was selected as the most probable cause for the complaint.

Event description:
It was reported that during a procedure, there was a weak output observed, there was not any error displayed. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.